Event description:
The user facility reported that during a prostatectomy procedure using the hd autoclavable camera head, the image was lost. The procedure was completed using a similar device. There was a ten-minute delay, with no patient harm or injury due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm the customer¿s reported image issue, and found the device to be working properly and within specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.